Event description:
I developed a stye on my right eyelid shortly after changing my contact lenses. Because of the stye, I wore glasses for a week rather than my contacts, and it went away. At the end of the week, I got a new contact out of the box for my right eye, and it was very wrinkled. I added solution and put it in my eye, and it was uncomfortable and blurry. I threw it away, and I have not worn any of the contacts for that prescription since then. I suspect the box of contacts may be contaminated. The brand is acuvue oasys with hydraclear plus, prescription -3.75, bc 8.4, dia 14.0. I have three contacts remaining in the box. I have had no problems with the contacts for the prescription -2.75. Dates of use: (B)(6) 2011. Diagnosis or reason for use: I need corrective lenses. Event abated after use stopped: yes.